Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
Information was received that no alarm was issued and the status displayed on the pump's indication screen was "run", but medical fluid was unable to be infused from a smiths medical cadd-legacy 1 pump. No adverse patient effects were reported.